Event description:
It was reported that a sling procedure was performed during 2002. During the pass of the second needle the needle tip was noticed in the groin area. The needle was removed. The patient was taken into the recovery area where the patient collapsed. A vascular surgeon was called. It was found that the patient had a 1-cm section of their femoral artery excised. The patient will be taking aspirin for a 6 month period. The patient left the hospital 4 days later with no other complications.